Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the head of the motor was put on the machine alarmed that it was not placed correctly.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the problem was identified, the clinicians exchanged the engine, using the same console and the issue was resolved. It was reported that the engine had vibrated and made noise. They changed only the engine as the problem happened while they were bleeding the system. The pump was not affected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump not seating well in the motor was not confirmed. The centrimag blood pump was not returned for analysis. Additional provided information communicated on 11may2021 stated that the engine vibrated and made a noise. The engine was the only device that was exchange and the pump was not affected. Multiple good faith efforts were sent to retrieve additional information to retrieve the lot number of the centrimag blood pump; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the lot number of the centrimag blood pump being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-00001.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.